Event description:
Customer reported that the insulin pump was broken at the bottom and cracked where the reservoir goes in. Customer stated that the insulin pump was falling apart. Customer stated that their blood glucose reading was 345 mg/dl in the morning and stated that they have been giving themselves a bolus to fix. Customer's blood glucose reading at the time of the call was 171 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a detached end cap noted. Prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests were mot performed due to detached end cap. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.